Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the asahi soft 180 guide wire was advanced into the patient anatomy and then removed to re-shape the tip. Upon removal it was noted that there were green specks on the guide wire. The guide wire was not re-shaped and was not re-used. A new same asahi guide wire was used without further issue. There was no adverse patient effect and no clinically significant delay. No additional information was received.